Manufacturer narrative:
(B)(4). The customer's device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during a diagnostic heart catheterization procedure, the patient went into ventricular fibrillation. The staff charged the defibrillator for defibrillation energy; however when attempting to deliver energy, the device did not deliver any energy. They attempted to deliver energy again, with the same result. The staff disconnected the external pads from the therapy cable and reconnected them and then were able to defibrillate the patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.